Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, five years and four months of post deployment, the patient experienced pleuritic upper back pain. Around, four years and four months later, computed tomography of abdomen and pelvis without intravenous nor oral contrast was performed which revealed positive for caval perforation that is superior extent of inferior vena cava filter was at the mid l3 vertebral body. Inferior extent at mid l4 vertebral body. A total of six prongs have perforated the inferior vena cava. Maximum distance prong perforated was 6 mm. A single prong has perforated the right lateral wall of the aorta. Coronal images show eighteen-degree tilt right to left. No sagittal reformatted images have been submitted. Around, two weeks later, computed tomography angiogram of chest was performed which showed impression of significant acute on chronic bilateral pulmonary emboli with evidence of right heart strain. Around, one month and two weeks later, computed tomography of abdomen and pelvis with contrast was performed which revealed an inferior vena cava filter was present. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter tilt. Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately nine years and nine months post filter deployment, a computed tomography demonstrated that the filter tilted and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.